Event description:
The pyxis es platform was implemented in our 6th hospital health system last year. The application is unstable and has resulted in hours/days of extended downtime, removing the electronic safety net that our clinicians rely on that scans patient and specific medication. This is a serious safety issue. We have learned that other health systems have had the same problems and carefusion is yet to give this sufficient attention.